Manufacturer narrative:
A ge oec service representative investigated the issue and found a corrupted hard drive and defective backplane. Both components were replaced, the voltages were checked and the system was re-calibrated. The system was tested and found to be operating as intended. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system shut down during a procedure and also displayed low ma error codes. Reboot of system returned functionality.